Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) contacted the customer over-the-phone to address the reported event. During troubleshooting, fse was able to verify the error. The fse instructed the customer to remove the sample needle and flush it. The customer then reinstalled the needle and ran quality controls with acceptable results. . The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 16-sept-2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 718 inj.valve error: the injection valve is operating abnormally. The rotor seal of the valve requires replacement. If the error occurs many times, contact technical support. The most probable cause of the 718 inj valve error was due to a clogged sample needle.

Event description:
A customer reported getting 718 inj valve error message on the g8 instrument. The customer tried to power the instrument on and off but the error occurred. Technical support (ts) instructed the customer to check for loose or cracked tubing or leaks. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.